Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, the drapes started to smoke. The resident stated that the scrub had wrapped the cord around a metal clamp. The patient had a 1st degree burn.